Manufacturer narrative:
Patient weight not available. Device remained implanted in patient. Additional suspect device components involved in the event: model: sc-2108-70m description: linear lead, 50 cm (phase ii) a review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is a final report.

Event description:
It was reported that a patient underwent a revision due to his not receiving effective stimulation. The physician determined that the leads were migrating out of the extensions. This was due to an excessive build up of scar tissue. The patient was reportedly doing well after the revision.